Event description:
It was reported that the customer had several instances over the past few weeks with the bard 16f foleys. When attempting to remove the foley catheter from the patient, the balloon folded over the tube and created a lip, which caused severe pain when trying to remove it. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had several instances over the past few weeks with the bard 16f foleys. When attempting to remove the foley catheter from the patient, the balloon folded over the tube and created a lip, which caused severe pain when trying to remove it. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the photo sample noted the catheter balloon had cuffing/mushroomed, which indicates that the balloon had not fully deflated. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.